Manufacturer narrative:
Device evaluation: lens was returned dry, in microcentrifuge vial. Visual inspection found no visible damage, and clear residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Deviced not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+1.5/092 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.